Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was taken out of its packaging (bag), it was noted that the tip of the guide wire was broken and rigid instead of being supple and curved. A new kit opened.